Event description:
Account reports "8-10" incidents in which during the removal of the needle lock, (various gauges), device from the synthetic sleeve stopper, the sleeve stopper separates. Account reports one incident in which a stat c-section was being conducted due to baby being compromised, the physician withdrew a 19 gauge straight needle after medication had been given, and the sleeve stopper separated upon the withdrawal of the needle. One insertion had been made. Reporter stated there was no negative outcome to the baby or mother. Reporter did state that she noted the "white band" was cracked/torn before the physician removed the needle.